Manufacturer narrative:
A supplemental report is being submitted for device investigation. Product event summary: the pump was not returned for evaluation. This complaint is associated with a clinical adverse event. Review of the sterility certificate confirmed that the associated device met all requirements for release. Information provided by the site indicated that the patient experienced an infection of an unknown source and gastrointestinal (gi) bleeding of an unknown location. The patient received antibiotics; however, support was later withdrawn and the patient subsequently died. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, infection, gi bleeding, and death are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of infection or bleeding events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications, and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection of an unknown source and gastrointestinal bleeding (gib) of an unknown location. It was also reported that the patient's anticoagulation medication at the time of this event included heparin since the patient was also on temporary right ventricular assist device (vad) support. The patient had positive respiratory and blood cultures, and they received antibiotics. Support was withdrawn and the patient subsequently died.